Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he had two reservoirs fail from the same lot. Customer stated when he was connecting to the tubing and he pressed the plunger, there was resistance and the plunger came back out. Reservoirs were occluded. Customer is not returning the reservoirs for analysis.